Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. The guard was bulb irrigated, however noise persisted. While waiting for a new drill to be opened, the surgeon wanted to try speed mode to see if that would cause the same noise. When switching over to speed mode on the screen, a system timeout error appeared. New drill was brought in, however could not get the system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation . The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three (3) small silver balls on the tip inside the ri robotic drill attachment.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, (us) rob10015, (B)(6) used for treatment was not returned for evaluation; thus a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with the bearing shaft lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. A new drill was brought in, however could not get a system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three small silver balls on the tip inside the ri robotic drill attachment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. The guard was bulb irrigated, however noise persisted. While waiting for a new drill to be opened, the surgeon wanted to try speed mode to see if that would cause the same noise. When switching over to speed mode on the screen, a system timeout error appeared. New drill was brought in, however could not get the system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation . The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three (3) small silver balls on the tip inside the ri robotic drill attachment.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The ri robotic drill attachment, (us) rob10015, s/n (B)(6), used for treatment was not returned for evaluation; thus a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be established. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with the bearing shaft lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. A new drill was brought in, however could not get a system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three small silver balls on the tip inside the ri robotic drill attachment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
D4: serial number updated.

Manufacturer narrative:
H6: health effect-impact d4: unique identifier (UDI)#, g5: PMA/510 (k) and h6: medical device problem.